Event description:
It was further reported that the target location was moderately tortuous. The equalizer balloon was successfully advanced through a previously implanted unspecified stent graft. After use, the equalizer balloon catheter was successfully removed intact.

Event description:
It was reported that during an abdominal aortic aneurysm stent grafting treatment procedure, a balloon rupture occurred. The 27/7/2/100 equalizer balloon catheter was advanced to the target location and on the first inflation attempt the balloon ruptured. The inflation time and duration is unknown. The balloon catheter was removed and the procedure was completed with another of the same balloon. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)